Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed lead allegation based on a failing helix mechanism due to the helix being deformed (bent) and tissue was entwined in the helix. Moreover, it was concluded a known inherent risk as helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.